Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Received one ureteral stent. The device was returned with its suture broken. No other issue was noted.

Event description:
It was reported that material separation of the suture occurred. The target lesion was located in mildly tortuous and severely calcified biliary track. A flexima catheter was selected for use. The physician was inserted to the patient's body and tried to maneuver the device. However, the string of the device got disconnected by itself upon withdrawal. The procedure was completed with different device. No complications reported and patient is stable.

Event description:
It was reported that material separation of the suture occurred. The target lesion was located in mildly tortuous and severely calcified biliary track. A flexima catheter was selected for use. The physician was inserted to the patient's body and tried to maneuver the device. However, the string of the device got disconnected by itself upon withdrawal. The procedure was completed with different device. No complications reported and patient is stable.